Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, wear abrasion, brown particles, a curved sharp opening (a dimension measurement in the shell was performed which identify the thickness within specification). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved sharp opening assessed as unidentified(tear) opening the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown and deflation. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported a left-side deflation. Healthcare professional reported left side "rupture" and "possible capsular contracture", baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified fold crease, wear abrasion, brown particles, a curved sharp opening (a dimension measurement in the shell was performed which identify the thickness within specification). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a curved sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional confirmed baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.